Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection. The product was explanted. However, the device was still used outside the pocket for pacing support since the patient was pacer dependent. Boston scientific technical services (ts) discussed that that it was off label and not intended use of this product and the field representative was also aware. Ts advised that it would be better to make the device least sensitive as possible to avoid oversensing of myopotential noise and electromagnetic interference (emi). There were no additional adverse effects reported.

Event description:
Additional information received that this device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
-----

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.